Event description:
"The arthroplasty was revised due to infection. The acetabular and femoral components were revised. The components were implanted in situ for 1.13 years." Note: medical records and x-rays were not provided to stryker for review.